Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer, the crossbrace is broken at the bolt where the pivot link attaches. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xtra, serial number/date (B)(4) is approximately 3 years 10 months old. The owner's manual part number 1026793 rev. D (sep-04,) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.